Event description:
The facility reported a pump with decfective main batteries. It is unknown when this failure code occurred. There was no pt injury or medical intervention necessary according to the hosp rep. No add'l info is available.